Event description:
Hospital reported that during cariopulmonary support, blood leaked from the dp-38 bio-probe disposable insert. The device was removed from the circuit and replaced with another bio-probe insert. Case was completed with no effect to the patient.